Event description:
The pt developed post-op diffuse lamellar keratitis in the right eye after lasik surgery. The pt received topical antibiotic drops and the flap was lifted and irrigated. The pt has receovered with no further problems.